Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 316 mg/dl. The customer changed the supplies on the pump and addressed the bg with a bolus and insulin injections. As the occlusion alarms had occurred in the past and the supplies on the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer stated that the insulin was used in the cartridge 1-2 days past labeling.